Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found water tightness was lost due to a pinhole on universal cord and a crack on video connector. In addition, the distal end section gets warm due to damage on the circuit board unit in the endoscope connector. The scope connector had corrosion. A foggy image occurs due to damage on the charged coupled device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that during the evaluation of the returned flex video scope, the image was blurry with a watermark. The reported issue was found during reprocessing. There was no delay, nor was the patient under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 (inadvertently selected healthcare professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that there is a possibility that the image blur may have occurred due to damage to the universal cord or video connector during the user's handling, causing moisture to enter the interior from the damaged area and adhering to the inner surface of the objective lens. The event can be detected/prevented by following the instructions for use which state: ltf-s190-5/10 operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system_ inspection of the endoscopic image ltf-s190-5/10 reprocessing manual chapter 1 general policy 1.4 warnings and cautions :perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Ltf-s190-5/10 operation manual _important information ¿ please read before use_ dangers, warnings, and cautions :do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.